Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they are trying to connect to the patient's implant and are noticing a poor communication screen. Caller states around 2-3 weeks ago, they noticed a "call your doctor" screen but didn't get any other info from the screen at that time. Caller also inquired about battery longevity. The patient was redirected to their healthcare provider to further address the issue. Caller states the patient no longer has a managing doctor and would like to find another doctor to assist the patient from here. Agent will be sending physician listings.